Manufacturer narrative:
Exact date of event is unknown. During processing of this incident, attempts were made to obtain complete patient information. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000098898.

Event description:
It was reported that the patient experienced ineffective stimulation due to a fractured lead. It is unknown which lead contributed to the issue. Surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the leads were explanted and replaced on (B)(6)2023 to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.